Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Dual clean brush head came apart, felt a plastic part and realized that it has broken [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dual clean brushhead came apart. The reporter stated he or she felt a plastic part while brushing, and realized it had broken. The brush head had been in use for about one month. The consumer had previously used this exact product version without reported incident. No symptoms developed.

Manufacturer narrative:
On 17-aug-2016 product investigation results: the reporter returned one oral-b dual clean toothbrush head on 28-jun-2016. The result of the analysis done with the consumer return showed that wear led to the malfunction of the product. The product reached end of life. No manufacturing fault identified.

Event description:
Dual clean brush head came apart, felt a plastic part and realized that it has broken [device breakage]. No adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b dual clean brushhead came apart. The reporter stated he or she felt a plastic part while brushing, and realized it had broken. The brush head had been in use for about one month. The consumer had previously used this exact product version without reported incident. No symptoms developed.